Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "hta machine is not working". Although attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
Serial number is not known. The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.